Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two months following the implant procedure, this patient reported chest pain irradiating in the left arm. A pleural effusion was diagnosed. Eight days later, the patient presented with brutal dyspnea and malpositioning/movement of the right ventricular (rv) lead was suspected. Subsequently, the patient was hospitalized for a rv lead revision due to tamponade. Due to helix extension/retraction issues, the rv lead was surgically abandoned and replaced. It was suspected the right atrial (ra) lead noted a small shifting during the intervention. No additional adverse patient effects were reported.